Event description:
A site representative reported that the navigation system arm would not lock into place. Issue was detected during sterile processing. There was no patient present when this issue was identified.

Manufacturer narrative:
On 12/11/2014, new information of the part analysis was received that changed the MDR decision to an event that was not reportable to the FDA. Although there was an alleged malfunction, the reported event would not pose a potential risk to a patient as the device was found to be unusable for clinical use.medtronic investigation of returned suspect device finds that the handle of the vertek arm is locked up not allowing the arm to be locked or released. Part is approaching 3 years old and is visibly worn. The reported event was confirmed to be caused by a mechanical failure mode. As previously reported, the part was replaced to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.